Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. The device powered up, allowed the pump to run. However, it had limited keypad operation due to an intermittent response from the #0, #1, adn #2 keys. The remaining keys were tested and were found to function as expected. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperalbe keypad during therapy. It was also reported there was no patient injury.